Event description:
A ventilator was returned to the manufacturer for routine preventative maintenance. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, a diode on the power management board was found to be damaged. The power management board was replaced to address the issue.